Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to his expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 4-5 months ago prior to contacting lfs. The patient reported a blood glucose result of "230 mg/dl" with the subject meter. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). The patient continued to take his usual dose of medication. Months after the start of the alleged issue, the patient claimed he had "flashing in his eyes." On the morning of (B)(6) 2011, the patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca was unable to walk the patient through a control solution test to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.